Event description:
The surgeon reported the unicp plate has broken and a screw backed out. Initial surgery was a talonavicular (tn) and arthrodesis performed approx one and a half years ago. The pt reportedly did well initially but experienced increasing pain and swelling one year postoperatively. The pain was over a palpable screw head that had backed out (fusion was done with two headed 4.5 screws and a cp plate) and caused symptoms. Pt had no pain at tn joint. A portion of the screw broke and was removed (on an unk date). The pt recently reported that the "pain was gone". There is no intervention planned as the pt is currently asymptomatic. The surgeon does not want to be contacted to provide any further info.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.